Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, x-ray revealed that the right atrial lead had dislodged. Attempts to reposition the lead were unsuccessful. The lead was replaced and there were no consequences to the patient.